Manufacturer narrative:
Evaluation - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is protruding out of the end of the needle. The needle is bent on two planes. No ts or suture were returned. The distal end of the depth limiter is damage, likely from over penetration during insertion. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a medial meniscal repair of the red and white area of the meniscus using an ipsilateral approach it was reported that the second implant did not fire. There did not appear to be any damage to the device. The trigger was able to be fully advanced. T1 was removed from the patient; it did not remain in the patient unsupported. The surgeon was confident no debris remained in the patient. A back-up device from the same lot was used to complete the procedure; there was a two to three minute delay. The patient was noted to be okay post-procedure.